Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made a mistake. It was reported that the patient was not hospitalized for the event. The patient was treated with injections of meropenem (1gm, ongoing, route and frequency not reported) and vancomycin (1gm, ongoing, route and frequency not reported) for peritonitis. At the time of this report, the patient was recovered from the event. Pd therapy was ongoing. The patient has been retrained on proper aseptic technique. No additional information is available.